Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the connector is broken. No report of patient injury.